Event description:
Patient had a CABG performed about two months ago. The patient was in intensive care until the day after the CABG when he was transferred to the telemetry unit. He remained in sinus rhythm until 3 days post-CABG (2 days after admission to the telemetry unit) when his heart rate became irregular at a rate 100-130s. He was started on amiodarone and lopressor. Two days after his heart rate became irregular, the patient was still in afib/aflutter and the patient's doctor attempted to rapid a-pace (atrial pace) the patient out of atrial flutter. The change in the pacer settings sent the patient into burst of ventricular tachycardia on the monitor. The patient became symptomatic from the rhythm change with visual shaking and diaphoresis. The doctor changed the settings on the pacer to a backup of vvi. This change induced inappropriate pacer spikes on the monitor. Md was unable to change the sensitivity and reduce the inappropriate pacer spikes. The pa traced the wires from the external pacer box back to the patient. It was discovered that although the colors on the top of the box were coordinated, the wires were switched at the point where they exited the patient's body. Once the wires were switched back to the correct setting, the doctor was able to rapid atrial pace the patient of the atrial flutter and into atrial fibrillation. The patient subsequently converted back to a normal sinus rhythm. The patient was discharged home one day after the wires were switched back to the correct setting and conversion back to normal sinus rhythm. There is nothing to prevent this from happening again; no hard stop. The wires can go into either cable.what was the original intended procedure?cardioversion, pacer.device #1is this a laboratory device or laboratory test?no.